Event description:
It was reported that the involved angio-seal device was mentioned in a clinical survey. The type of procedure was an intracranial embolectomy. It was an 8fr angio-seal vip device with the 0.038" wire. The physician commented that an adverse event occurred during the procedure and that he thought the angio-seal vip vascular closure device was related to the adverse event. The adverse event that occurred was an embolization and occlusion of the ipsilateral tibial artery. Revascularization by a vascular surgery severe was required. The physician as expected was able: (I) to utilize the j straightener to insert the guidewire through the procedural sheath; (ii) insert the guidewire through the procedural sheath into the vasculature; (iii) able to remove the procedural sheath over the guidewire; (IV) able to advance the angie-seal¿ vip vcd locator/sheath assembly over the guidewire into the artery; (v) able to remove the guidewire through the angie-seal¿ vip vcd insertion sheath; (vi) able to dispose the guidewire using standard hospital disposal techniques. The guidewire as expected maintain integrity during its use.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for post deployment complications based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).